Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient presented with per subtrochanteric fracture was implanted with long pfna nail construct on (B)(6) 2009. Patient requested the hardware to be removed two years post-operative. Patient was returned to the operating room on (B)(6) 2011 for removal of hardware. During the removal procedure, it was not possible to remove the pfna blade. After having inserted the guide wire and blade removal wrench into the pfna blade, the removal wrench seemed to spin freely even before applying any force. Therefore, the blade could not be unlocked and the removal of the blade was not possible. The removal attempt was aborted and the lateral side of the blade, protruding from the bone, was cut in order to avoid any discomfort to the soft tissues. This is 3 of 4 reports for the same event.

Manufacturer narrative:
All features that could be measured met specification. But the most important measurement, the width across corners of the hexagon which is inserted into the blade, could not be checked as the corners are completely flattened. Because of this damage the device was not functional as required anymore. It is clearly visible that the hexagon was stripped post-manufacturing by excessive use. Wear and tear could also have played a certain role as this extraction screw was manufactured in april 2005 and was obviously often used. However, the excessive use is also indicated by the strongly damaged upper hexagon, where apparently a gripper was used as a lever, and the completely flattened top of the device, where strong hammer blows were applied. No product fault was detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.